Manufacturer narrative:
The lot number and sku is not known, so UDI information is unknown. The DHR review and trend analysis could not be performed due to unknown lot number. No additional information could be obtained as the end user chose not to be contacted. A causation between the hollister catheter usage and the end user's possible uti could not be established. The exact type of reported complication the end user experienced with the hollister catheter was not provided. Confirmation of a diagnosed uti was not able to be obtained by hollister.

Event description:
It was reported through a market research survey in the UK that a us participant switched off of their hollister vapro or vapro plus catheter and it may have been due to experiencing complications, i.e. Utis. No further information is available.